Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "textured" against right device. The device remains implanted.

Event description:
Healthcare professional reported additional report of inflammation and the device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: opening extended on posterior side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.